Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced insulin flow blockage alarm event since 2:00 am on (B)(6) 2025 due to blockage in tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country:canada.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The lot # 6007411 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for lot 6007411 were previously tested in pr (B)(4) on 14/feb/2025. Test results: visual test according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6007411 was packaging according to the wi version 79, in the multivac m12, on 12/may/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4e04055 was manufactured according to the wi version 27 assembled in the quickset line, on 29/may/2024, with a total of (B)(4) units. The lot 4e04056 was manufactured according to the wi version 27 assembled in the quickset line, on 29/may/2024, with a total of (B)(4) units. Gluing of quick set: the lots 4e03148 was glued according to the wi version 41, machine 04, 05 and 08, on 28 may 2024, with a total of (B)(4) units. The lot - 4e04827 was glued according to the wi version 41, machine 4, on 25 may 2024, with a total of (B)(4) units. The lot - 4e04928 was glued according to the wi version 41, machine 4, on 26 may 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 23/apr/2025 against malfunction code occlusion in the tubing and/or tubing connectors and lot 6007411 and no other complaint has been registered in database for the same lot# 6007411 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.